Event description:
It was reported that there was poor separator movement during use with 2 bd p100 blood collection system for plasma protein preservation. The following information was provided by the initial reporter, translated from dutch to english: we received two tubes of bd p100 at our laboratory where we were unable to pipette plasma from the patient. The filter of the tube was stuck on the bottom, and centrifugation had no effect.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one (1) photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for incorrect placement with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated and the issue of incorrect placement was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was poor separator movement during use with 2 bd p100 blood collection system for plasma protein preservation. The following information was provided by the initial reporter, translated from (B)(6) to english: we received two tubes of bd p100 at our laboratory where we were unable to pipette plasma from the patient. The filter of the tube was stuck on the bottom, and centrifugation had no effect.